Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of urticaria ('hives') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced urticaria (seriousness criteria medically significant and intervention required) and adverse reaction ("problems"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the urticaria had not resolved and the adverse reaction outcome was unknown. The reporter considered adverse reaction and urticaria to be related to essure. The reporter commented: three years post hysterectomy and still fighting the hives, taking 4 allergy pills to help. The following information was received from social media: problems, urticaria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("problems") and urticaria ("hives"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, adverse event and urticaria outcome was unknown. The reporter considered adverse event, medical device removal and urticaria to be related to essure. The following information was received from social media. Problems, medical device removal and urticaria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Events added: medical device removal and hives. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.